Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the preparation of the steerable guide catheter (sgc), it was noted there were difficulties attaching the stopcock to the back flush port. Therefore, the device was not used and was replaced. During preparation of the clip delivery system, air was observed in the cds line. After troubleshooting, the air was able to be removed and the clip was inserted into the anatomy. While steering into the valve, the anterior leaflet became caught on one of the grippers. Troubleshooting was performed and the leaflet was able to be freed from the gripper. Both leaflets were then grasped, while establishing final arm angle (efaa), it was observed the clip opened. Troubleshooting was performed, but the issue continued to occur. Therefore, the cds was removed and replaced. One clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush and clip open during efaa were not confirmed via device analysis. The reported difficult or delayed positioning-anatomy could not be replicated in a testing environment. Additionally, the gripper line was observed to be broken and the lock line was observed to be frayed. The harness was observed to be pinching the gripper cover and the gripper cover was observed to be bulky/loose. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush and clip open during efaa were unable to be determined. The reported difficult positioning was due to procedural circumstances. The cause of the observed frayed lock line and jammed harness were unable to be determined. The observed bulky gripper cover is likely a cascading event of the reported jammed harness. The observed broken gripper line was likely a result of post-procedural handling or technique during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.